Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported when an asymptomatic patient presented in clinic for follow-up, post-paced t-wave oversensing was observed on the ventricular channel. The device was reprogrammed; no further issues reported.